Event description:
It was reported there were high impedances. Therapy impedances for the left hemisphere were high, but the right hemisphere therapy impedances were within normal range. Contact 1 on the left lead had high impedances (>40,000 ohms), and all contacts had high impedances on the right lead. The patient also had mild dystonia side effects on the left lead when stimulation was between 6-10 volts. The patient did not have any therapy on the right side of the body. The device was replaced, but the patient outcome was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received that reported that intraoperative troubleshooting was performed on (B)(6) 2012. Both extensions showed high impedances and were replaced. After replacement, the extensions and leads showed normal impedance values. The implantable neurostimulator (ins) was also replaced due to normal battery depletion. Following the surgery, the device operated normally and showed impedance values within the normal range. The patient recovered without sequelae. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 37085-60, serial # (B)(4), explanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), explanted: (B)(6) 2012, product type extension. Final analysis of the extension (serial # (B)(4)) revealed all conductors were broken 11.3 cm from the proximal end. Final analysis of the extension (serial # (B)(4)) revealed no significant anomalies. The body was cut through though, and the extension was segmented.